Event description:
Per the customer - customer purchased chair april 7 and there is a crack on right front by leg. It is cracked in the receiver for the leg on the bottom of the seat. Front right if you would sit on it. Customer is under the weight limit and feels it is under warranty.